Event description:
The diagnostic duett pro device was deployed in 2003 following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. In 2003 the pt presented with symptoms of an arterial occlusion, including a cold, pulseless leg. An angiogram was used to diagnose the occlusion. The pt was treated with percutaneous transluminal angioplasty. Blood flow was restored. No further info is available.